Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the user suspected the bg level was due to more exercise when working. The user addressed bg level with glucose tablets. The user's diabetes educator suggested that the user stop insulin delivery during exercise.